Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, device failed to deliver the programmed amount by over 10%, which was reproduced through flow rate testing. A flow rate inaccuracy over 10% was identified. The travel for the upper and lower valves were out of specification caused by wear on the valve pressure plates from the cam lobes. The valves, fingers, and the cam assembly were replaced. Additional information: under infusion.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to deliver the programmed amount by over 10%. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.